Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at follow-up the physician found 3 episodes in vf-zone caused by oversensed noise. The lead is scheduled to be revised in the next month.